Manufacturer narrative:
(H3) as reported, approximately eight years post rtka, patient visited the surgeon for a reason not reported, it was reported as part of bilateral knees. Additional information was not made available from the surgeon. Upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is patient conditions. Section h1: type of reportable event.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately six years post ltka, patient visited the surgeon for a reason not reported, it is suspected but not confirmed by the surgeon bleeds.